Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2006. Upon scheduled follow-up performed on (B)(6) 2008, a message stating that ICD memories (holter) were not available was displayed to the user. Some arrhythmia episodes listed in the overview screen (5 treated and 5 non-treated episodes) were not available in the ICD holter memories (aida). Both heart rate curve and autosensing histograms were empty. Using another programmer did not solve the issue.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4). Conclusion - the reported behaviour occurred because aida (holters) re-programming procedure was interrupted during a previous follow-up (telemetry errors, emi, programming head removed). The origin of these telemetry errors remains unknown (missing logfiles from previous follow-ups), but strong external interferences (emi) or a poor programming head position could be at the origin of the event. In such case, the message "holter programming : failed" (B)(4) is displayed to indicate this situation to the user. If the user decides to quit the session without re-programming the memories, memories will be left un-programmed. This would be the most probable explanation for the reported event. No data could be retrieved from the memories since this event, because memories were seen in an unexpected state by the programmer. Follow-up data were lost. Normal behaviour should have been restored by re-programming the memories manually (reset aida), as recommended on (B)(6) 2008.